Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a hyperopic refractive surprise after a toric intraocular lens (iol) was implanted. The pt reported poor vision; therefore, the lens exchanged for a lens of same model but stronger power. Additional info has been requested.